Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient with an implantable neurostimulator experienced rapid battery depletion, with battery estimation decreasing from 6 years to less than 1 year within several months. The physician expressed concern regarding a potentially defective battery. Battery estimation was checked in clinic. The patient was treated with deep brain stimulation and reported improvement in writing ability after a change in device settings. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the internal agent and rep. Per engineering, the longevity value being provided by the cp app is accurate based on how the patient is programmed and using the device. In reviewing the info provided to engineering they noted that patient had been using group c since aug 8th and never turned stim off. There didn't appear to be an issues with inefficiencies within group c. Time to empty calculation when looking at that 7-day average current drain and 7-day average battery voltage (which is in the usual range). Based on that information, this matches the prediction of 15 months being shown on the cp app. Engineer noticed some wide limits. They wondered if the the patient could be spending more time at these higher values than what we are seeing per the session report, but that was not confirmed.